Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Reportedly, the pump stopped insulin delivery unexpectedly. Reportedly, there were no alerts or alarms that had occurred. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer resumed insulin delivery to resolve the issue and continued to use the pump for insulin therapy.